Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported by the rn that when the intra-aortic balloon (iab) was inserted into the patient, they were unable to see inflating and deflating of the iab on fluoroscopy. The clinical support specialist (css) had the rn manually inflate the iab, but they did not see the iab moving on the screen and no change in arterial pressure (ap) waveform. The rn tried manual inflation twice without change. As a result, the iab was replaced. The second iab was inserted in the opposite groin. Additional information received. The patient's heart rate was in the 130's. It was discussed with the rn that this is why they may not have been able to see inflate/deflate. There was a report of delay in therapy. There was no report of patient death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab would not inflate completely is not able to be confirmed. The root cause of the complaint is undetermined. If the product is returned at a later date, a full investigation of the sample will be completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported by the rn that when the intra-aortic balloon (iab) was inserted into the patient, they were unable to see inflating and deflating of the iab on fluoroscopy. The clinical support specialist (css) had the rn manually inflate the iab, but they did not see the iab moving on the screen and no change in arterial pressure (ap) waveform. The rn tried manual inflation twice without change. As a result, the iab was replaced. The second iab was inserted in the opposite groin. Additional information received. The patient's heart rate was in the 130's. It was discussed with the rn that this is why they may not have been able to see inflate/deflate. There was a report of delay in therapy. There was no report of patient death.